Event description:
Caller reported that a pump malfunction occurred, but there were no notable events prior to this issue. Details regarding any adverse impact on the customer's blood glucose level were unavailable as the caller declined to provide such information. Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if any issues reoccurred, which was acknowledged and understood by the caller.